Event description:
Bayer case number: (B)(4) lower back pain that been increasing [low back pain], progressive and intermittent abdominal discomfort [abdominal discomfort], abdominal distension [abdominal distension] , pain in suprapubic area [suprapubic pain] , positive study for nickel allergy [nickel allergy] . Case narrative: the below report was received by health authority aemps (reference number: (B)(4) on 22-sep-2025. This spontaneous case was originally reported by a pharmacist and describes the occurrence of back pain ("lower back pain that been increasing") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), abdominal discomfort ("progressive and intermittent abdominal discomfort"), abdominal distension ("abdominal distension"), suprapubic pain ("pain in suprapubic area") and allergy to metals ("positive study for nickel allergy"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to abdominal discomfort, abdominal distension, suprapubic pain, back pain or allergy to metals. The reporter commented: need for surgical intervention to avoid injury or permanent disability. Allergist recommends removal of essure. Need for surgical intervention to avoid injury or permanent disability. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Lower back pain that been increasing [low back pain] , progressive and intermittent abdominal discomfort [abdominal discomfort] , abdominal distension [abdominal distension] , pain in suprapubic area [suprapubic pain] , positive study for nickel allergy [nickel allergy] . Case narrative: the below report was received by health authority aemps (reference number: ps/eml/(B)(4) on 22-sep-2025. The most recent information was received on 01-oct-2025. This spontaneous case was originally reported by a pharmacist and describes the occurrence of back pain ("lower back pain that been increasing") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2025. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), abdominal discomfort ("progressive and intermittent abdominal discomfort"), abdominal distension ("abdominal distension"), suprapubic pain ("pain in suprapubic area") and allergy to metals ("positive study for nickel allergy"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to abdominal discomfort, abdominal distension, suprapubic pain, back pain or allergy to metals. The reporter commented: need for surgical intervention to avoid injury or permanent disability. Allergist recommends removal of essure. Need for surgical intervention to avoid injury or permanent disability. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.